Event description:
The customer reported a file corruption error message. This error causes the system to lock up or not to boot. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and returned to service.